Manufacturer narrative:
The lead was surgically abandoned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and loss of capture. Undersensing was reported. Chest radiography reflected this lead dislodged and pulled back in to superior vena cava (svc). A revision procedure was performed wherein this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.